Event description:
It was reported in the journal of neurointerventional surgery a case where a patient suffered a minor ipsilateral ischemic stroke with CT (computed tomography) and MRI (magnetic resonance imaging) evidence of a small new infarct (modified rankin scale 3). The patient made a good recovery. No additional information is available.

Manufacturer narrative:
Event date: the exact date of the event is unknown as it was from a retrospective review from patients enrolled from (B)(6) 2006 and (B)(6) 2011. The product remains implanted; therefore, a physical analysis could not be performed. The device history record (DHR) could not be reviewed because the lot number remains unknown; however, the device is believed to have met specifications when released because the device was used. Because the reported stroke is a known physiological effect of the procedure noted with the directions for use and/or device labeling, a cause of anticipated procedural complication was assigned. The subject device remains implanted.